Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding customers passing from the attorney of the family. The information received on (B)(6) 2021 stated the following- reporter alleges customers death due to hyperglycemia: in or about (B)(6) 2020 the customer began using an insulin pump. In (B)(6) 2021, the customer was using a 630g insulin pump. It was unknown if the caller will be return the insulin pump for analysis.